Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level 78 mg/dl. The customer was assisted with troubleshooting and the display did not return. Customer states display was blank currently. Customer states the contacts on the battery cap was missing. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Also, device received with moisture damage on the battery tube, motor, vibrator and keypad assembly noted. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank display.